Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during mechanical thrombectomy with the subject device for a clot located on the right middle cerebral artery (mca) m1 segment, emboli to new territory (ent) anterior cerebral artery (aca) a1 segment was observed. No clinical consequences to the patient was reported. Subject was reported alive at 90 day follow-up.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, embolus is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that during mechanical thrombectomy with the subject device for a clot located on the right middle cerebral artery (mca) m1 segment, emboli to new territory (ent) anterior cerebral artery (aca) a1 segment was observed. No clinical consequences to the patient was reported. Subject was reported alive at 90 day follow-up.